Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the ECG cable is not functioning. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The remote service engineer confirmed by contacting the customer that the problem was with the ECG trunk cable 1669a lot no 2c. The defective ECG trunk cable 1669a lot no 2c was replaced to 989803145071 cbl 3 lead ECG trunk, aami/iec 2.7m m1669a to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.